Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with two sets that completely fell apart. The customer states they received no delivery alarm, and when they removed the set, the reservoir fell apart and insulin came out. The customer's blood glucose level at the time of incident was unknown. The customer states the reservoir was discarded. The location of the leak was past the second o-ring. Troubleshoot was conducted. The customer states the alarm was resolved by a complete set change. The customer would like to return the set and reservoir for analysis. The customer was not able to continue troubleshoot, and was advised the items would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir tests. The reservoir passed per inspection and found no leakage anomaly during filling. Also inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks or occlusions were noted.